Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned because product is retained. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product retained.

Event description:
It was reported that the patient underwent an initial right knee procedure. Subsequently, the patient was revised due to instability.

Manufacturer narrative:
Upon receipt of additional information, it was determined the device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.